Event description:
The customer reported that the jaws of the device could not be re-opened during a colectomy. It is unknown if the device was applied to tissue or not when this occurred. There was no patient injury. Another device of the same type was used to complete the procedure. No further details are available.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.